Manufacturer narrative:
The returned unit was very dirty. All performance values were in spec. Except for high pressure that was 68psi when compared to the specification - 75psi minimum.

Event description:
Customer called to state that the oral irrigator forced food debris under her dental work causing damage to the bone.